Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead was found to be dislodged in the atrium and lv capture was lost. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout procedure.